Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that one of the tip tines had become was cut/torn. Laboratory analysis was unable to determine when this damage occurred. Testing was completed to assess lead electrical performance and inner insulation integrity. The pocket stimulation allegation could not be confirmed, as measurements throughout these tests were within normal limits. The reported dislodgement allegation is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this left ventricular lead was explanted due to dislodgement and diaphragmatic stimulation. The lead was successfully replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this left ventricular lead was explanted due to dislodgement and diaphragmatic stimulation. The was successfully replaced. No additional adverse patient effects.